Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). During liver resection the blister of clips came off in the body of the patient. Fortunately it has been recovered and verified the clips, without any consequences.